Event description:
It was reported that a large volume infusor underinfused during patient infusion; the flow rate was slow. The expected therapy time was 120 hours; however, after 137 hours, 100ml of solution remained in the device. The device contained fluorouracil and 0.9% normal saline (total fill volume 230ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between april 3, 2023 ¿ april 4, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and residual fluid inside the device bladder was observed which suggest possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.